Manufacturer narrative:
MFR# reference:(B)(4).

Event description:
The following additional information was received. Per report, the patient's condition has progressed well with no further postop adverse events.

Manufacturer narrative:
Additional information: MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. The report reiterated that the trocar fragmentation was caused by a "strong" trocar bias resulting in excessive pressure on the dimple and the incision wound. Additionally, a review of the surgical video identified that the device tip appears to be biased heavily downward, creating a trocar bias through the v-slot.

Manufacturer narrative:
Additional information: the device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during the implantation of the first stent from a trabecular microbypass stent system, the trocar fractured and became stuck in the trabecular meshwork (tm). Per report, a back-up device was then used to implant a second stent. Reportedly, following the implantation of the second stent, the trocar remnant was removed intraoperatively with capsule forceps, and the procedure was completed with no report of patient injury. The report noted that the surgeon believed that the dimples were "too strong" and seemed to be pressing on the incision wound, which may have caused the trocar fracture.

Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had been activated three (3) times and no stents were found. The trigger button motion was functioning as intended; however, the device was unable to actuate all remaining positions due to the bent frontal components. The injector¿s trocar was found broken as described in the customers reported issue. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. The device was disassembled and visually inspected. Further inspection identified surface features of the trocar that indicate a tensile failure. The device was disassembled and visually inspected. The insertion sleeve assembly and singulator holder were immobile due to the bent frontal components. No other non-conformances related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).